Event description:
Caller reports back to back results of 120 mg/dl on instant plus system 2 compared to result of 70 mg/dl on instant plus system 1. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device used with instant plus system #2. Refence medwatch with (B)(4) for the suspect device used with instant plus system #1.